Event description:
It was reported that the right atrial (ra) lead was oversensing noise and exhibiting low impedance. The lead was reprogrammed to unipolar configuration until it could be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a portion of the lead was returned and analyzed. Explant damage prevented determination of the lead segment type. The inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. The inner insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo. (B)(4).